Event description:
This MDR is a duplicate of 0001526350-2022-00919. The initial report was created in error and should be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2022-00919. The initial report was created in error and should be voided.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device skips, does not take consistent grafts. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.